Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump data was missing. Reportedly, some of the dates were missing from the pump history and the customer did not know why the basal delivery displayed 0 units. Reportedly, the customer did not provide any further information on the reported event. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
Review of the pump data logs by tandem technical support on (B)(6) 2017 showed that the customer had allowed the pump to power off due to low battery on (B)(6) 2017. After receiving the accurate succession of alerts and alarms prior to the shutdown. Reportedly, on (B)(6) 2017, the customer turned the pump on from storage mode. Additionally, a basal rate of 0 was observed on (B)(6) 2017 when an empty cartridge alarm had occurred, but a new cartridge was not loaded for two days.